Manufacturer narrative:
The device is not available for investigation. A photo was provided by the customer. Investigation is pending.

Event description:
The event involved a plum set where it was reported the cassette was warped; cassette could not be closed to stop flow. There was unknown patient involvement and no patient harm reported.

Manufacturer narrative:
The complaint of cassette being warped, and cassette could not be closed to stop flowcould not be confirmed by investigation. No new product samples, pictures, or videos were received for investigation. A lot history review could not be conducted because no lot number(s) was/were identified.